Manufacturer narrative:
The device referred to in this report has not been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. Olympus will continue to work with the user facility to obtain more detailed info regarding this report, and if new info is received at a later time this report will be updated. This type of teflon pad damage is consistent with the continuous activation of the device without any tissue in between the grasping section and probe.

Manufacturer narrative:
This report is being supplemented to update the lot number of the device and to provide the device evaluation results. The device was returned to olympus for evaluation. A probe check was performed and the device passed the probe check. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. Additionally, a visual inspection was performed on the received condition of the device and noted some tissue build up. The teflon pad was inspected and found the teflon pad partially split in a cross direction; however, no metal was exposed. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total colectomy procedure, the physician burned out the teflon pad. There was no pt injury reported. The procedure was successfully completed using a different but similar device; however, it was further reported that the outcome of the procedure was impacted. Olympus made multiple attempts to gather additional info regarding the report but with no success.